Event description:
N/a.

Manufacturer narrative:
The initial emdr for the reported event was incorrectly submitted. Additional information has been received clarifying that this event is a duplicate to the events reported in medwatch report # 2249723-2021-02620. As a result, no follow up emdr is necessary, as the complaint will be cancelled in our database. Please cancel in your database.

Event description:
It was reported that the screen on the cs300 intra-aortic balloon pump (iabp) was not working properly. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device : additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.